Event description:
Bair hugger applied for aaa (abdominal aortic aneurysm) surgery. Two hours into procedure it was noted bleeding, and pt temperature noted to be 32.4. Bair hugger device found to be providing room temp (cool) air.